Manufacturer narrative:
Corrected data: d4 (lot number).

Manufacturer narrative:
Corrected data: b5, d1, d4 (catalog number, unique identifier (UDI) #), d10, h6 (health effect - clinical code, medical device problem code).

Event description:
It was reported that after undergoing total left knee replacement surgery on (B)(6) 2019, the patient experienced pain and was unable to walk. On (B)(6) 2024, the patient underwent a revision surgery because the rt-plus mod femoral comp. Left 8 cem broke off inside of the rt-plus modular stem conical 120mm cem, resulting as well in the rt-plus mod femoral comp. Left 8 cem being loose. The current health status of patient is unknown.

Manufacturer narrative:
Corrected data: d9 (our firm has been informed that the device will not be available for evaluation), h6 (medical device problem code, component code, type of investigation). Updated results of investigation: it was reported that after undergoing total left knee replacement surgery on (B)(6) 2019, the patient experienced pain and was unable to walk. On (B)(6) 2024, the patient underwent a revision surgery because the rt-plus mod femoral comp. Left 8 cem broke off inside of the rt-plus modular stem conical 120mm cem, resulting as well in the rt-plus modular stem conical 120mm cem being loose. The current health status of patient is unknown. The device was not returned for investigation. However, photos were provided from the complainant and therefore the visual evaluation was performed based on the provided photos. Upon visual inspection, the reported failure can be confirmed and the conical stem is fractured off from the femoral component. The fractured taper is still stuck in the conical stem. As the lot number was not provided, the respective production documentation could not be reviewed. Due to an unknown batch number, the review of historical complaints was performed on product number basis only, revealing no additional complaints over the past 12 months with similar failure mode. Insufficient information was made available to determine the revision of the IFU applicable to the device at the time of manufacturing. However, a review of the current revision was conducted and it revealed that the IFU (81118154 rev. 0) states breakage of the component as a ¿potential medical device problem¿ and pain as a "potential adverse device effects" in combination with the implantation of a hip prosthesis. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. Due to insufficient information it is not possible to perform a review of past corrective actions. Further, a medical evaluation was performed. Based on the x-ray image with radiolucency at the anterior cement mantle/bone interface in the presence of possible femoral notching, it is likely that a lack of distal anterior femoral bone support and loosening of the stem precipitated the fracture of the stem from the femoral component; however, this cannot be confirmed based on the image alone as interval/comparison images were not provided. It is unknown if the lack of cement noted in the photo immediately adjacent to the stem was due to the stem breakage. The patient impact is determined to be the revision due to ¿rt modular tka was loose and the stem was broken¿ with patient symptoms of pain and inability to walk. A transient post-op restorative phase would be anticipated. Based on the available information and the performed investigation, the complaint can be confirmed. Due to insufficient information, it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. The exact root cause of the reported event remains undetermined. This investigation is considered as closed. The need for further actions is not indicated due to the limited informations provided. Should the device or additional information be received, the complaint will be reopened. Smith and nephew will continue to monitor this device for similar issues.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that after undergoing total left knee replacement surgery on (B)(6) 2019, the patient experienced pain and and was unable to walk. On (B)(6) 2024, the patient underwent a revision surgery due to a broken off the rt-plus modular stem conical 120mm cem, resulting in the rt-plus mod femoral comp. Left 8 cem being loose. The current health status of patient is unknown.